Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, air was aspirated when aspirating from the side port immediately after the sheath was inserted into the right atrium before catheter insertion. Despite aspirating several times, air could not be removed completely. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient was identified. The only product inserted directly into the hemostasis valve was the included dilator. No additional venipuncture was performed due to sheath replacement. The dilator was inserted into the sheath and used as per the instructions. No resistance was noted when inserting the dilator.